Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to the primary vector having low r wave amplitudes followed by wide t waves. Technical services (ts) recommended an in-clinic evaluation and performing x-rays. The patient was evaluated in the clinic and auto set-up failed in all vectors. Ts also noted that the heart rate during the event was 130bpm but 260 bpm with t wave oversensing and informed programming options are limited. Subsequently, the device was programmed off. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to the primary vector having low r wave amplitudes followed by wide t waves. Technical services (ts) recommended an in-clinic evaluation and performing x-rays. The patient was evaluated in the clinic and auto set-up failed in all vectors. Ts also noted that the heart rate during the event was 130bpm but 260 bpm with t wave oversensing and informed programming options are limited. Subsequently, the device was programmed off. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being field as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. The system is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to the primary vector having low r wave amplitudes followed by wide t waves. Technical services (ts) recommended an in-clinic evaluation and performing x-rays. The patient was evaluated in the clinic and auto set-up failed in all vectors. Ts also noted that the heart rate during the event was 130bpm but 260 bpm with t wave oversensing and informed programming options are limited. Subsequently, the device was programmed off. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being field as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. The system is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.